Event description:
It was reported that there was an error with the continuous glucose monitor, specifically identified as error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information on how to reset the pump, and the customer planned to perform the reset when ready and follow up if the issue continued.